Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were giving him a problem and the buttons were sticking. The customer's blood glucose level was unknown. The customer reported that the act and the escape buttons were sticking. They also mentioned that they fell from the ladder and that left a big bruise and imprint on the on them. The time on the insulin pump advanced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. Insulin pump received with cracked lcd window.